Event description:
It was reported that leakage occurred from the user's ostomy pouch when the plastic ring separated from the pouch. At the time the leakage occurred, the user was unable to get to a washroom to clean the area. She developed a wound on her skin which became infected resulting in hospitalization from (B)(6)2010 thru (B)(6)2010. The infection was diagnosed as cellulitis and it was 8cm in diameter. She received IV antibiotic therapy and was discharged with IV vancomycin and nystatin/cortisone mix paste to apply to the affected area. The IV therapy was expected to be continued until (B)(6)2010.

Manufacturer narrative:
Event eval is ongoing.